Manufacturer narrative:
Cmp-(B)(4). Customer has indicated the product will be returned to zimmer biomet for investigation. The investigation is in process. Once it has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, while the glenoid was being drilled to prepare for implantation, the drill bit fractured. The surgeon was able to remove the distal piece that broke off and complete the procedure with another instrument.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned the instrument was fractured. The instrument showed wear. Outer diameter was measured to be confirming to print. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.